Event description:
Per independent repair center statement, the unit's alarm would not function. The key failure was the unit's power switch would not alarm. Additional malfunctions were missing humidifier.